Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the nozzle having been clogged with unknown foreign material, the nozzle having been clogged with white debris observed in the channel, and debris having been present in the light guide prong/mount cover glass could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a nozzle was clogged with unknown foreign material. The nozzle was clogged, and white debris was observed in the channel. Additionally, the light guide prong or mount had debris present in the cover glass. There was no patient involvement.